Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos revealed that the impactor is cracked along the surface and broken on anterior portion. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes australia reports an event as follows: it was reported that large cracks were found around an impactor, during a loan kit inspection. There is no further information.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: large cracks around impactor. The product damage documented in this pc has been identified, during loan kit inspection, by the loan kit technician. The event date and alert date are the date, that the inspection took place. There is no surgeon procedure, or patient details available. No further information can be obtained, as the case was not reported by the customer. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed, that the attune femoral impactor was cracked along the surface. Also was found, broken at the anterior portion. The broken fragment was not returned for evaluation. A dimensional inspection was not performed, since it was not applicable to the complaint condition. The observed condition was identified, as an end of life indicator. Damage consistent with repeated use and servicing. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed. As the observed, condition of the attune femoral impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.